Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation, it was discovered that the belt trunk cable connector was damaged. The cause of the damaged trunk cable connector cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient contacted zoll customer support for an unrelated issue. Upon return of the patient's equipment, it was discovered during servicing that the trunk cable connector was damaged. The patient was provided with a replacement electrode belt.